Manufacturer narrative:
This report is submitted on october 19, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced discomfort and drainage at abutment site and subsequently was placed on oral and topical antibiotics (date and duration not reported), however the issue could not be resolved. Subsequently the patient was placed under general anaesthesia to remove abutment. The implanted device remains.